Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-33, lot # va0e02c, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had cardioversion 2 weeks prior to report. When they tried to synchronize on the day of report (first time since the cardioversion), they observed a ¿call your doctor¿ icon on the programmer and a warning power-on-reset (por) condition was seen on their implantable neurostimulator (ins). The patient saw a letter ¿t¿ after the por message. It was noted that the patient had atrial fibrillation (a-fib) which was the reason for the cardioversion. They also had an EKG, x-ray, and a stress test where an unknown radioactive dye was injected. The patient stated that they had no change in their therapy and was still getting good relief. On follow up, the healthcare professional (hcp) reported that the cause of the por was determined to be the cardioversion procedure. The hcp confirmed that the patient turned the device turned off for the procedure and then tried to turn it back on several days after the procedure when they got the error code message. The hcp reported that the device needed to be bonded and the patient was seen on (B)(6) 2015 where they were able to access their device with the hcp¿s programmer. The hcp then synchronized the ins to the patient¿s programmer without any trouble. It was noted that the patient was more sensitive to the setting after the device had been off for several weeks. The patient status was reported as recovered without permanent impairment. If additional information is received, a follow-up report will be sent.